Manufacturer narrative:
The device investigation revealed mechanical damage (crack) to the stimulator housing that is typical for an external impact to the housing. This leads to the conclusion that the device electronics failed over time after humidity ingress through this crack. The problems described in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
The user was seen on (B)(6) 2017 as the user had been experiencing some intermittency with access to sound. When the patient arrived at the appointment the reported access to sound was good. During the appointment the access to sound seemed to worsen. The magnetic strength of the external processor was increased and then the user's hearing and speech returned to previous levels. No remapping was done. The patient reportedly does not have a thick skin flap or long hair. Furthermore no swelling was noted. CT scan performed showed that the electrode is correctly positioned. An impact to the implant site is denied by the family. The patient was seen again on (B)(6) 2017 and reported that there was again no sound perception. Only loud noises could be heard. The patient was re-implanted.